Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported to fresenius that a blood leak occurred with the combiset smartech bloodlines at the connector attached to the crit-line clip (clic) device. Treatment was setup on a 2008t machine with a fresenius dialyzer. There were no machine alarms received. The reported issue was discovered approximately 90 minutes into treatment during a blood pressure check. The leak had dripped and formed a puddle of blood on top of the dialyzer. Treatment was paused and the patient's blood was rinsed back. The patient's total estimated blood loss (ebl) was approximately 50 ml. There was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility clinic manager (cm) reported to fresenius that a blood leak occurred with the combiset smartech bloodlines at the connector attached to the crit-line clip (clic) device. Treatment was setup on a 2008t machine with a fresenius dialyzer. There were no machine alarms received. The reported issue was discovered approximately 90 minutes into treatment during a blood pressure check. The leak had dripped and formed a puddle of blood on top of the dialyzer. Treatment was paused and the patient's blood was rinsed back. The patient's total estimated blood loss (ebl) was approximately 50 ml. There was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on the same machine. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.